Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was reading inaccurately high compared to a lab reading. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on approximately (B)(6) 2013. The patient reported obtaining readings that were ¿20% different¿ compared to lab reading. The patient reported in response to the alleged higher readings he had insulin in response and developed symptoms of ¿shaky, tremors in hands¿ which he associated with hypoglycemia on (B)(6) 2013 and (B)(6) 2013. It is unclear if the patient treated himself with anything in response to the symptoms. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and he was not using the correct testing steps. He was using the same sample of blood for both readings. The patient was using an approved sample site for testing and his test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he took an increased dose of insulin and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.